Event description:
It was reported that a pump failed the preventative maintenance downstream occlusion test. The customer stated that while on the medium pressure setting, the pump did not alarm for an occlusion until 21.5 psi (specification is 13 psi +/- 7 psi). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) for eval. Baxter's eval is still in progress. When baxter's eval is complete, a supplemental report will be submitted.